Manufacturer narrative:
Complaint conclusion: it was reported that upon testing the balloon of a mynxgrip vascular closure device (vcd) 6f/7f outside of the patient, prior to insertion, the balloon indicator did not pop out as per the normal operation. The balloon was intact and did not lose pressure. The technician decided to not use the device and opened another mynx device. The second vcd was tested and deployed without a problem. Manual compression was applied for 30 minutes or less. The patient's hospitalization was not extended. The vcd was received on a later date inside a biohazard bag with a note stating "mynx mush failed to deploy." Additional information was requested but was unknown. A non-sterile mynxgrip vascular closure device 5f involved in the reported complaint was returned for investigation. Visual inspection of the returned device showed that the shuttle cartridge was engaged from the handle. The procedural sheath was separated from the device. The sealant was observed at the distal end of the shuttle cartridge and exposed to blood. The advancer tube was found inside the shuttle cartridge, abutting the sealant upon receipt. The condition of the returned device indicates an incomplete deployment of the sealant. The introducer sheath was inspected for anomalies i.e. Kinks, deformity that may have obstructed the device path during deployment. A kink was observed at 63mm from the distal tip which may have contributed to the reported event. However, the root cause cannot be conclusively determined. During the investigation, leak testing was performed and found no leak in the balloon. The balloon was fully inflated with water and pressure was maintained and the inflation indicator performed as intended. Shuttle down procedure was simulated and the advancer tube was able to properly engage the tamp locks. A review of the manufacturing documentation associated with lot f1719803 was performed and it was found that no defective units were rejected during the final inspection of this lot. The lot met all product specifications, including sterilization prior to shipment and presented no issues during the manufacturing process that can be related to the reported complaint. The event reported as "inflation indicator issue" was not confirmed due to the condition in which the unit was received for analysis. The event reported as ¿failure to deploy¿ was confirmed due to the condition in which the unit was received for analysis. The exact cause of the reported event experienced by the customer could not be conclusively determined. However, a kink was observed at the introducer sheath which may have contributed to the reported event. Procedural factors and handling process may have contributed to the event as reported. As per the instructions for use, ¿while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy), open the procedural sheath stopcock and confirm temporary hemostasis. Detach shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle.¿ neither the device history record review nor the product analysis suggests that the event experienced by the customer is related to the mynx manufacturing process. Therefore, no corrective or preventive actions will be taken at this time. Should additional relevant information become available, a supplemental MDR will be filed.

Manufacturer narrative:
(B)(4). A review of the manufacturing documentation associated with lot f1719803 revealed that the lot met all product specifications, including sterilization prior to shipment and presented no issues during the manufacturing process that can be related to the reported complaint. The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. Additional information will be submitted within 30 days of completion of the engineering evaluation.

Event description:
It was reported that upon testing the balloon of a mynxgrip vascular closure device (vcd) 6f/7f outside of the patient, prior to insertion, the balloon indicator did not pop out as per the normal operation. The balloon was intact and did not lose pressure. The tech decided to not use the device and opened another mynx device. The second vcd was tested and deployed without a problem. Manual compression was applied for 30 minutes or less. The patient's hospitalization was not extended. The vcd will be returned for analysis. On 11/9/2017, the vcd was received inside a biohazard bag with a note stating "mynx mush failed to deploy". Additional information was requested, but was unknown.